Event description:
It was reported that (1) device was used during a sub gastrectomy. It was reported by the affiliate that the ecs25 stapler driver didn't move forward normally during the procedure. The procedure was changed and the case was completed by hand sewing the anastomosis.